Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they noticed starting a year ago maybe, when they set the device to where they were not leaking, it was either too much in the rectum or in the vagina and it drove them crazy but if they turn it down, they were still leaking, they had tried every one of their programs and talked to the manufacturing representative (rep) about it. Reviewed stim sensation and therapy effect information. The patient also said they were having problems and pain and needed to find a doctor. The caller stated starting 2 months ago, they had had pain where the ins was located, they could feel every detail on the battery where they could not before and they had gained 4 lbs. Reviewed the option to turn therapy down or off and follow-up with their doctor. The caller added that they couldn't wear a belt because it was up so high and they think the battery had moved again. They noted that it had moved twice before. They said they also had pain in the pelvic area it almost felt like a bladder or kidney infection but they did the strips and it was not an infection. They mentioned that the last time they felt this pain, they had a hysterectomy scar tissue issue that was causing the pain and they had to do surgery. The patient was redirected to their healthcare provider to further address the issue.